Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. No additional patient or event information was available. Customer declined further assistance from tandem technical support and declined to provide further information regarding the issue.